Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and embolization occurred. The 95% stenosed lesion being treated was located in the non-calcified, tortuous, chronic total occlusion (cto) proximal right coronary artery (rca). The lesion was predilated with a 2.5mm balloon (manufacturer unk). After confirming with ivus, the physician placed a 3.50x24 mm taxus express2 drug eluting stent, inflated to 11 atms. The physician confirmed the stent was dilated completely using ivus. A lesion was also identified in the distal rca. The physician attempted to place a 3.50x28 mm taxus express2 drug eluting stent, in the distal rca, but it was caught on the previously placed stent. The guidewire was changed and a 2nd attempt to cross the previously placed stent was made, but was unsuccessful. Therefore, the physician decided to withdraw the stent, but then the 3.50x28 taxus stent caught on the tip of guide catheter and couldn't be withdrawn. Angiography found the proximal edge of stent was lifted up and the stent was 'removed' to proximal side of stent delivery system. The stent could not be retrieved into the sheath and it dislodged. The femoral artery was cut and the stent was retrieved. No additional pt complications were reported. Pt status reported as "recovered."